Event description:
It was reported that the patient had recently been seen in-clinic where device data showed normal system function. However, later in the day, the patient was found by security slumped over in their car. The device was interrogated at that time and revealed ventricular fibrillation (vf). It was alleged this vf had been under-sensed by the device. Appropriate anti-tachycardia pacing (atp) was delivered, but the vf was not re-confirmed and thus a shock was not delivered. The patient required an external shock that converted the vf to an atrial flutter. The atrial arrhythmia most likely resulted in the vf onset. The patient was hospitalized and intubated in the intensive care unit. At this time, the device remains implanted. Information was requested regarding the specific device details and event resolution, but a response has not yet been received.

Event description:
It was reported that the patient had recently been seen in-clinic where device data showed normal system function. However, later in the day, the patient was found by security slumped over in their car. The device was interrogated at that time and revealed ventricular fibrillation (vf). It was alleged this vf had been under-sensed by the device. Appropriate anti-tachycardia pacing (atp) was delivered, but the vf was not re-confirmed and thus a shock was not delivered. The patient required an external shock that converted the vf to an atrial flutter. The atrial arrhythmia most likely resulted in the vf onset. The patient was hospitalized and intubated in the intensive care unit. Subsequently, the patient was transferred from intensive care, to a coronary care ward. No additional information was provided. At this time, the device remains implanted and the patient was stable.

Event description:
It was reported that the patient had recently been seen in-clinic where device data showed normal system function. However, later in the day, the patient was found by security slumped over in their car. The device was interrogated at that time and revealed ventricular fibrillation (vf). It was alleged this vf had been under-sensed by the device. Appropriate anti-tachycardia pacing (atp) was delivered, but the vf was not re-confirmed and thus a shock was not delivered. The patient required an external shock that converted the vf to an atrial flutter. The atrial arrhythmia most likely resulted in the vf onset. The patient was hospitalized and intubated in the intensive care unit. The patient was later transferred out of the intensive care unit to a coronary care ward. At this time, the device remains implanted.